Manufacturer narrative:
(B)(4). The peritonitis occurred on an unknown date in 2013. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient has been discharged from the hospital and reportedly recovered from the event. Action taken with therapy was not reported. No additional information is available at this time. This is report 1 of 3 involved in this event.